Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed lesion in the mid left circumflex (mlcx) artery. A 2.0x12mm mini trek balloon dilatation catheter (bdc) was soaked in saline and prepared via air aspiration outside the anatomy prior to use. The bdc was then advanced to the lesion with resistance met from the anatomy. The bdc was inflated one time to 8 atmospheres (atm) when the balloon ruptured. The bdc was removed with resistance met from the anatomy and another 2.0x12mm mini trek was used to successfully continue the procedure. There was no reported adverse patient effect and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.